Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during drain 5. Fluid was found in the pump module area of the cycler. Fluid leaked from a small pin hole on the right side bubble of the cassette. A new cycler was issued to the patient. Patient was familiar with doing manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak and said there was an actual hole in the cassette. The did a round of prophylactic antibiotics. There was no harm, intervention or adverse event associated with the leak. The patient got a new cycler and the old cycler is available to return. The cycler set is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.